Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp remained installed in the clevis. The clevis does not exhibit any damage or wear marks. The instrument passed electrical continuity testing. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the wire on the pk dissecting forceps instrument broke. There was no report that any piece from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.